Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 7.5, lab: 3.1. Date: (B)(6) 2011, inratio: 3.1. Patient called back on (B)(6) 2011 and confirmed the new strip lot 254609 was in his range. He got a 3.1 inr with the new strip lot that he confirmed he bought from the internet.

Manufacturer narrative:
Investigation pending.